Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Event description:
Litigation papers state after implant of the device patient experienced pain and discomfort. Update: (B)(6) 2012. Plaintiff's fact sheet (pfs) received (B)(6) 2012. Changed unk asr hip to asr cup added femoral head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/7/2015- medical records received from legal. Dor provided. Patient was revised to address a cyst. Upon revision, granulomatous tissue and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on 04/16/15.